Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during check up visit for the atrial pace/sense lead noise was detected on electrogram (egm) record of atrial tachycardia/atrial fibrillation (af) episodes. Atrial lead impedance trend showed impedance value was unstable, and a partial lead fracture was suspected. The atrial remained in use. During additional follow up check, noise was not observed and pacing failure and oversensing also were not found. The atrial lead remains in use. No patient complications have been reported as a result of this event.